Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high out of range shock impedance measurements. Additional information obtained from the field representative indicated that the cause of the high out of range shock impedance measurements. The physician was aware of the issue and is going to monitor this patient. The device remains in service. No adverse patient effects were reported.